Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black spots of foreign matter were found on the bd pegasus¿ safety closed IV catheter system prn before use after unwrapping the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "noticed foreign black spots on prn after unwrapped the package defected product didn¿t be used."

Event description:
It was reported that black spots of foreign matter were found on the bd pegasus¿ safety closed IV catheter system prn before use after unwrapping the packaging. The following information was provided by the initial reporter, translated from chinese to english: "noticed foreign black spots on prn after unwrapped the package defected product didn¿t be used."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8256289. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, composition testing was able to identify the foreign material as machine lubricant; to address this issue our facility as is implementing an automated inspection and segregation system in order to control for this kind of non-conformance.